Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap cholecystectomy procedure the device fired correctly, but ejected clips. Another instrument was used to complete the procedure with no pt consequence.